Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced high blood glucose 500 mg/dl treated with insulin pump. It was also reported that pump was not giving insulin and battery life was 1 week. Customer¿s blood glucose was 174 mg/dl at the time of call. It was reported that drive support cap was normal, insulin was exited at quick release. Customer advised to change entire set, reservoir and insulin and treat per hcp¿s instructions. Insulin pump will not be return for analysis.